Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the returned device identified stent damage. Stent struts on rows 4 and 6 from the proximal end were lifted distally. No further damage was noted on the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2014. It was reported that crossing difficulties was encountered. The 85% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery. Following predilatation with a 3.0x15mm maverick balloon catheter, a 4.00x28mm promus element plus drug eluting stent was advanced but failed to cross the lesion. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damage.